Event description:
The lead assembly was returned for analysis in three pieces. The lead was received without the electrodes. Visual inspection of the lead coils identified no anomalies. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portions of the lead returned. The condition of the lead is consistent with conditions that exist after the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. No anomalies were noted.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Lead break is suspected, although the patient suffered no known injury or trauma that may have damaged the ncp system. Revision surgery is planned. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.